Event description:
It was reported that the right ventricular (rv) lead experienced a possible subclavian crush. The rv lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up information revealed that the ra lead was explanted due to chronic atrial fibrillation, which did not require the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. All insulators were breached (clavicle-rib crush). The defib conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). (B)(4) the full lead was returned and analyzed. The proximal conductor was fractured, was distorted, and had blood/body fluid (not obstructed). All insulators were breached (clavicle-rib crush). The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism.